Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A manufacturer representative went to the site to test the equipment. The hardware parts were replaced and the system passed the system checkout. The system was found to be fully functional. The computer was returned to the manufacturer for analysis. Analysis found that the computer was frozen at "decompressing linux" due to a failing hard drive. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
It was reported that when the system was booted up there was a "sr manager failure error". This happened twice and this happened before the application launch screen.